Event description:
Reportable based on device analysis completed on 18jan2019. A guidezilla guide extension catheter was used with no known issue. However, device analysis revealed a partial separation of the collar. It was further reported that the collar was kinked during withdrawal and partial separation occurred after it was removed from the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Age of time of event: 18 years or older. Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody inside and outside the distal shaft. Dried contrast was also found on the device. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a partial separation at the distal end of the collar, and tip damage (slightly pinched). The distal shaft was measured by a calibrated micrometer, and the distal shaft was found to be .66", meeting guidezilla specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody inside and outside the distal shaft. Dried contrast was also found on the device. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a partial separation at the distal end of the collar, and tip damage (slightly pinched). The distal shaft was measured by a calibrated micrometer, and the distal shaft was found to be .66", meeting guidezilla specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18-jan-2019 a guidezilla guide extension catheter was used with no known issue. However, device analysis revealed a partial separation of the collar.